Manufacturer narrative:
H6 coding has been updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports patient is not happy with their stimulation. Caller reports post surgery, patient was happy with their stimulator. Caller reports they last saw patient on (B)(6) 2025. Caller reports when pt bends over, pt is feeling a zapping sensation down to their left calf area started in late june. Unknown if patient had a fall or trauma. Caller reports patient had stimulation off and feels painful and unpredictable. Emg and x-ray was done on july 2, no nerve damage or lead migration seen. Rep reports patient claims zero benefit, cannot walk or stand, but patient was able to walk into the clinic. Caller reports patient complained the device was marketed for closed loop and wanted to know if that was working. Caller reports closed loop is not programmed. Caller reports closed loop is more for the aggressor activities. Caller reports patient is programmed with dtm, will try closed loop at the next programming session. Caller reports physician is aware of the claim. Caller reports patient's next appointment with physician is scheduled for july 16, will re-programmed if physician indicates too. Caller reports the device is working properly and distribute proportionally, patient claims not responding to stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider. Provider was asked about the cause of the zapping/pain/cannot walk or stand/zero benefit. Provider stated development of or early warning signs of other disease process of the central nervous system may need to be ruled out via neurology. Medtronic reached out and interrogated. Does not appear to be the cause. Neurology referral made. Pending neurology referral.